Event description:
It was reported that there was a cracked intraocular lens (iol). It was learned that as the doctor loads the lens under the microscope, amvisc was used in the cartridge, the iol was injected right after he loaded it, it did not sit in the injector for long. There was a little crack away from center of optic. Doctor decided it was okay and safer to leave it in. Iol then remains implanted in patient's right eye. Dr has been doing this for 20 years, this wasn't a new doctor mistake. No other information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. The device is not returning as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.